Event description:
It was reported that the patient received inappropriate shocks. The pace/sense portion the right ventricular (rv) lead was exhibiting high impedance, oversensing was noted on the electrograms, and a fracture was suspected. Additionally, the device battery voltage was lower than expected. The pace/sense portion of the rv lead was capped and a new pacing lead was implanted. The high voltage portion of the lead remains in use. The device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, the criteria for the right ventricular lead integrity alert were met, oversensing due to non-physiologic signals/sic (sensing integrity counter) was indicated, and oversensing associated with the right ventricular lead was indicated. There were 15-ventricular non-sustained tachycardia episodes less than or equal to 210 ms on 05-apr-2013. There were 17-ventricular fibrillation episodes less than or equal to 210 ms average ventricular-cycle between 04-apr-2013 and 05-apr-2013. There was one patient alert for lead failure predictor on 04-apr-2013. There were 2 patient alerts for out of tolerance subthreshold lead impedance on 05-apr-2013 and 08-apr-2013. The weekly pace lead trend data shows an abrupt increase for maximum ventricular pace bipolar impedance equal to 798 to 4047 ohms peak between 31-mar-2013 and 14-apr-2013. The ventricular short interval count v-sic equaled 21995 counts, in 6.91 days, between 09-apr-2013 and 16-apr-2013.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. D224trk implantable cardioverter defibrillator 2011-(B)(6); 4193 implantable pacing lead 2004-(B)(6); 5076 implantable pacing lead 2004-(B)(6). (B)(4).